Manufacturer narrative:
The insulin pump was unable to prime during testing, due to protruded/loose drive support disk. Motor passed motor test. No motor error alarm occurred. Excessive no delivery alarm test could not be performed, due to prime anomaly. Device was received with minor scratches on the lcd window, a cracked case near display window corners.

Event description:
The customer called and reported the customer received no delivery alarms on the insulin pump, as well as motor error alarm during bolus. Customer's blood glucose was 208 mg/dl. Customer was able to complete the rewind sequence. Customer declined to troubleshoot for no delivery alarm and a knot in the infusion set tubing.